Manufacturer narrative:
Submit date 06/24/2016. A device history record (DHR) review could not be performed because the lot number was not provided. One used catheter was returned for analysis and investigation. Visual inspection of the sample revealed that the tubing was received separated into 2 pieces; it presented heavy signs of use. The catheter was received attached to a transfer set. In order to confirm the reported condition, functional testing was performed. After the test, the catheter did not show any leaks. This test was performed in the sections of tubing returned. Additionally, the same test was performed including the transfer set and as a result a leak was found in the adapter of the transfer set, however this component was not manufactured by this site. A diagram was used to determine the potential causes for this event. Based on the fishbone diagram, the possible causes were identified: man a) failure to follow in-process and inspection procedures: according to procedure, all assembly and inspection operators must inspect catheters and reject for contamination, necking of the tubing, and nicks, cuts or blemishes that do not meet drawing specifications. All rejected product will be cut in half and placed in a scrap container. Based on sample evaluation no issues were identified for the catheter, therefore this potential root cause is discarded. B) customer misuse (cleaning agents, excessive force, and sharp objects): based on visual inspection, the catheter showed evidence of use, however it was tested and the reported condition was identified in the transfer set that was not manufactured by covidien. Since the source of this issue could not be determined, this potential root cause is discarded. C) customer perception: according to the sample evaluation a leak was identified in the transfer set, the catheter did not present any functional or visible defect; therefore it is possible that liquid was discovered on the catheter due to the transfer set leakage and the clinician associated this issue to the catheter tubing. (Not discarded). Material: a) defective material: the catheter functioned as intended for an undetermined amount of time. A sample was received and examined and did not present any issue. (Discarded).machine (equipment out of tolerance condition): no defective conditions were identified in the tubing returned (discarded). Measurement and method: no potential causes were identified under these categories. (Discarded) this defect has not been confirmed. Based on sample evaluation the catheter did not present any issues, however the leak was identified in the transfer set that does not correspond to a product manufactured by covidien. It could be concluded that the clinician was confused of the source of the leaking and inappropriately related the leak to the catheter. This complaint has not been confirmed as a manufacturing related issue. No complaints, triggers, or trends were identified, therefore corrective or prevention actions are not required at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the catheter was leaking. The problem happened during the treatment. On (B)(6) 2015, the catheter was removed from the patient.